Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4+. One clip was successfully implanted. To further reduce mr, an additional clip was inserted and grasping was performed. However, tissue damage was observed. The clip was then implanted, reducing mr to a grade of 1. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The case details were reviewed by an abbott director of medical affairs. The investigation was unable to determine a cause for the reported unintended movement of clip open while lock (cowl). A cause for the reported tissue injury cannot be determined. The reported mr was possibly due to the clip opening. The reported death was likely contributed to by the combination of patient decompensation, perforation of the posterior leaflet, severe mitral regurgitation, and cowl. Tissue injury, mr, and death are listed in the instructions for use is a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2025, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4+. One clip was successfully implanted. To further reduce mr, an additional clip was inserted and grasping was performed. However, tissue damage was observed. The clip was then implanted, reducing mr to a grade of 1. There was no clinically significant delay in the procedure. Additional information received: it was reported on (B)(6) 2025, imaging showed that the clip had opened, causing mr to increase to a grade of 4+. On an unknown date, the patient expired.

Manufacturer narrative:
The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Additional information received: it was reported on an unknown date, the patient returned to the hospital and it was observed that the clip opened, resulting in an increase in mr. On an unknown date, the patient expired.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation was unable to determine a cause for the reported tissue injury. Tissue injury is listed in the instructions for use is a known possible complication associated with mitraclip procedures. The reported serious injury/illness/impairment was a result of case specific circumstance. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2025, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4+. One clip was successfully implanted. To further reduce mr, an additional clip was inserted and grasping was performed. However, tissue damage was observed. The clip was then implanted, reducing mr to a grade of 1. There was no clinically significant delay in the procedure.